Manufacturer narrative:
Add'l info has been requested from the reporter. The sample is being sent; upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The child pulled on the IV catheter and the catheter broke from the yellow body.